Manufacturer narrative:
A.1., b.5.: new information has been received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information with medical record from the treating ophthalmologist was received on 04nov2021. Slit lamp examination was performed which showed ¿clear cornea with corneal ulcer++ which was not infiltrated, no stromal thinning, quiet anterior chamber and no contact lens was found¿. Physician confirmed the diagnosis of corneal ulcer and no contact lens remained in the eye. The consumer was instructed to use eye pads and micropore in conjunction with the prescribed medical treatment. Based on the physical examination findings, which has been treating with antibiotics, vitamins, eye pads and micropore and in the absence of a culture being taken to confirm etiology of the event, an infectious event cannot be ruled out at this time.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a distributor, a consumer had been experiencing contact lenses tearing during insertion and removal. On the evening of (B)(6) 2021, she removed her contact lenses. The next day when she woke up, she felt discomfort in the left eye (os) and experienced blurry vision and foreign body sensation. Upon looking, she noted that a piece of contact lens remained in her os that could not be removed. She consulted a general practitioner (gp) to aid in the removal of the contact lens; however, the gp was not able to remove the contact lens from the cornea and flushed the eye with an anesthetic eyewash. The gp prescribed the following: artificial tears one drop six times a day, vitamin b12 eye drops one drop twice a day for seven days, and vitamin a eye ointment four times a day for seven days. The gp referred the consumer to an optician, who was also unable to remove the contact lens. The consumer was diagnosed with conjunctivitis and a risk of keratitis. She then went to an emergency room (ER), experiencing pain and the inability to open her eye. At the ER, the contact lens was removed by an ophthalmologist with a rigid needle. The ER prescribed the following treatment to use for seven days: an antiseptic ophthalmic solution, tobramycin eye drops one drop four times a day, paracetamol tablets one tablet every six hours as needed for pain, and vitamin a eye drops two drops three times a day. The hospital ophthalmologist diagnosed the consumer with a corneal ulcer in the os and prescribed the following treatment: an antiseptic ophthalmic solution two to three drops at least six times a day, artificial tears one application three to six times a day for ten days, sodic rifamycin ointment one application morning and evening for ten days, vitamin a ointment one application at noon and at bedtime for ten days. The current status of the consumers eye is not known at the time of this report; additional information has been requested but not yet received.